Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental report will be filed. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced a separation of the transfer set and titanium adapter, which caused peritonitis. The separation was reconnected, however the patient hospitalized the day after they experienced the peritonitis. However, the treatment was not reported. Four days later, the patient was discharged from the hospital and is recovering from the event of peritonitis. No additional information is available. This is report 1 of 2 involved in this peritonitis event.